Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. (B)(4).

Event description:
A surgical technician reported that following an intraocular lens (iol) implant procedure, the patient experienced a refractive surprise and reported that it "should be clearer". The iol was exchanged for a difference of 1.5 diopters approximately 4 months following the initial implantation.

Manufacturer narrative:
(B)(4).